Event description:
The customer reported, the system's left monitor intermittently displayed blank images. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The engineer reseated all connections in the workstation. A faulty connection on the left monitor fuse holder was found and replaced. Also, the power supply was adjusted. The system was then found to be operating as intended.